Manufacturer narrative:
Patient weight is unavailable. The facility personnel declined to provide this information. Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was returned to the manufacturer for evaluation. The device was returned in two pieces. The two pieces will be referred to as the proximal piece and the distal piece. Proximal piece: when observed under magnification, a clear breaking point could be seen. The breaking point showed an elongation of the material leading to a quick break. When inspecting the proximal piece, there was clear damage from the breaking point up around 27 cm''s along the length. The damage looked consistent with something dragging along the outer length of the catheter and damaging it. In addition, flat sections observed throughout the length. An 0.035" guide wire successfully ran until about 59 mm''s from the tip in which it got stuck. The luer and hub have no observed damage. The proximal piece has an overall length of about 144 cm''s. Distal piece: the distal piece appeared very damaged and occluded with biological material. Only two bands were observed on the distal piece when there should be 3. The second band appeared to have been pulled towards the tip with excessive force leaving it located about 1 cm from the tip, and right behind the first band when it should be further proximal from that position. Proximal of the second bands final location, the tubing was very flat and smashed and the second band was smashed and has a reduced inner diameter. The distal section had an overall length of about 17 cm''s. The entire section proximal of the second band''s final location is flattened. Follow-up with the facility confirmed that the marker band that was confirmed missing during device evaluation had in fact been removed along with the rest of the device, but had been discarded by facility personnel. The patient was not impacted by this issue.

Event description:
It was reported that during a vascular intervention procedure to treat a highly calcified lesion, a quick-cross device broke within the vessel. Reportedly, while the device was being used, it became stuck within the vessel due to the calcified nature of the lesion. Attempts to retract the device led to breakage of the device. The detached piece was successfully removed and the patient was not harmed.